Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
Information was received indicating that during bench testing, of a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend, it was noted that the cuff was not inflating symmetrically. No adverse effects were reported.